Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 700. Received allegation was pointing to issue with rotating the light to more than 30 degrees. Then, upon the device inspection on 13th september 2023, it was found the cover plate was damaged from collisions with other equipment, and broke into many pieces and also one of the fork has surface damage from collisions. The technician provided photographic evidence of the fork with paint particles missing from the surface. It was also established the customer keeps in the operating rooms the bleach-based cleaning wipes. Bleach is a prohibited product for cleaning the surgical lights, and may have contributed to the degradation of the paint. We decided to report the issue in abundance of caution as particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant the paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. The breakage of the cover plate is due to: impacts, collisions (abnormal use). It is the first root cause and then, subsequently, the cleaning product has penetrated in the light head and damaged it. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 700. Received allegation was pointing to issue with rotating the light to more than 30 degrees. Then, upon the device inspection on 13th september 2023, it was found the cover plate was damaged from collisions with other equipment, and broke into many pieces and also one of the fork has surface damage from collisions. The technician provided photographic evidence of the fork with paint particles missing from the surface. It was also established the customer keeps in the operating rooms the bleach-based cleaning wipes. Bleach is a prohibited product for cleaning the surgical lights, and may have contributed to the degradation of the paint. We decided to report the issue in abundance of caution as particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.